Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient was reimplanted with another device on (B)(6), 2011. This report is filed (B)(6), 2011.

Event description:
Per the clinic, the device was explanted due to a skin flap breakdown and subsequent exposure of the internal device. The device was explanted on (B)(6), 2011. It is unknown whether there are plans to reimplant the patient with another device.